Event description:
(B)(4). The dealer reported that the tdxsp-cg custom power wheelchair left motor gearbox brake lever was not holding. There was no injury reported.

Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although three different complaints were created, (B)(4).